Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('coiled metallic wires embedded within the myometrium'). In an adult female patient who had essure (batch no. 654834), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: adenomyosis, uterine leiomyoma and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, with bilateral salpingectomies with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and pelvic pain outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: hysteroscopic finding: left ostia: 5 coils, right ostia: 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test: on (B)(6) 2019, gross description: there are coiled metallic wires embedded within the myometrium at the right and left cornus. There are attached bilateral fallopian tubes. The right tube measures 5.5 cm in length by 0.4 cm in diameter. The left tube measures 4.5 cm in length by 0.4 cm in diameter. The lumen of each is collapsed and empty. The right tube has a 0.5 cm collapsed paratubal cyst near the fimbriated end. Lot number#: 654834, manufacturing date: 2009-07, expiration date: 2012-07. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coiled metallic wires embedded within the myometrium') in an adult female patient who had essure (batch no. 654834) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, uterine leiomyoma and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pelvic pain ("chronic pelvic pain"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomies with removal of essure). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and pelvic pain outcome was unknown. The reporter considered embedded device and pelvic pain to be related to essure. The reporter commented: hysteroscopic finding: left ostia: 5 coils, right ostia: 8 coils diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: gross description: there are coiled metallic wires embedded within the myometrium at the right and left cornus. There are attached bilateral fallopian tubes. The right tube measures 5.5 cm in length by 0.4 cm in diameter. The left tube measures 4.5 cm in length by 0.4 cm in diameter. The lumen of each is collapsed and empty. The right tube has a 0.5 cm collapsed paratubal cyst near the fimbriated end.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.